Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm on the insulin pump. Customer replaced the battery, however the insulin pump did not return to normal function. Customer's current blood glucose reading is 210 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump was monitored and functioned properly with no error alarms. The insulin pump was received with minor scratches on the display window.